Event description:
During procedure for insertion of a port-a-cath, the outer polyurethane coating separated from the guidewire in the left internal jugular vein. Pt had to return to o.r. For foreign body removal. Glidewire available. Coating was thrown out.